Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: the date of event is unknown; however, it occurred. It was reported to boston scientific corporation on 01/02/2009, that an endovive safety peg kit push method was used during a peg placement procedure. According to the complainant, the physician encountered resistance while trying to pass the tube over the wire. Procedure completed with another of the same endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."